Manufacturer narrative:
(B)(4). The investigation shows that the root cause to be the following: when the doseright feature is turned on using non-doseright pediatric protocols, the suggested mas may be higher than expected, especially for children in the larger weight categories because the pediatric reference size is 20 cm. This may be inappropriate for a pediatric patient and can cause inappropriate radiation exposure. (B)(4).

Event description:
Philips received a complaint that alleged that when scanning large children between the weights of 50 to 90 kg, the suggested mas may be higher than clinicians would expect. There are no reported injuries.